Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the visera elite ii video system center an error code e333 touch panel sensor error was displayed. The issue was observed during preparation for an unspecified procedure. The facility swapped to another similar device and finished the procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was not returned to olympus service center for evaluation. The customer was advised by the olympus representative that the e333 error indicates an issue with the touch panel, and it may have a scratch, debris, or sticky substance, and the customer needs to power off the otv-s200, and wipe with a lightly moistened lint free cloth, then power back on. The issue was resolved by the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.